Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586, report ID number: (B)(4), exemption number: e2014031. The pod was received undeployed. The downloaded data indicated an initial drive stall, resulting in completion of the second priming sequence without the needle deploying. After this initial drive stall, the rotational sensor transitioned as expected. The cause of this could not be conclusively determined from the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.